Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump motor. Circulation pump shows signs of motor bearing seizing when motor shaft is spun by hand. Replaced circulation pump motor. After repair, the device underwent functional evaluation and passed applicable testing. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not fill and wanted to send it in for the 2000 hour service. Per sample evaluation results on 22dec2023, it was reported that on isolation card, the lemo connector leads to circuit card solder were cracked. The lemo connector was missing plastic nuts and circulation pump shows signs of motor bearing seizing when motor shaft was spun by hand .